Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the pulse generator exhibited a noise reversion episode. The device was reprogrammed. The patient was asymptomatic.